Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter was not recognized, and the display showed an incorrect message, later cutter was replaced however an expulsive hemorrhage occurred in patient¿s eye (retina). The product malfunctioned during an operational trouble, resulting in a health hazard while performing the vitrectomy procedure. The optical coherence tomography (oct) image confirmed that the elevation of the retina had calmed down considerably compared to the day of the hemorrhage. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned probe was visually inspected and no obvious defects were observed. A console representing the current software version was used to test the sample. The radio frequency identification (rfid) connectors were connected to the console and there was no response from the light-emitting diode (led) rings. A block reader was then used to interrogate the radio frequency identification (rfid) programmed information, and the radio frequency identification (rfid) contained no written data (zero in blocks). As a result the probe did not display the correct cut rate. The radio frequency identification (rfid) interface ensures the appropriate surgical tool is accepted by the console or rejected if the tool is not appropriate for the port or other reasons. The light-emitting diode (led) rings surrounding each front panel connector automatically illuminate in a particular color to guide the user in making the proper connection to the system. If a probe is inserted with no written data to the radio frequency identification (rfid) tags, the probe will not be properly recognized by the console but can continue to function at a limited capacity and can be utilized at the customer¿s discretion. The follow-up report indicates the probe was replaced prior to the surgery continuing indicating the surgery took place with a conforming probe. The impact of this error results in a customer experience whereby the console is not able to recognize the radio frequency identification (rfid) tags on the probe assembly. The reported failure mode occurs during priming and only results in the reduction of available cut speed and does not present a risk to the patient. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not programmed on the tester after final assembly. Action was taken to determine root cause and perform corrective actions. Action was taken to optimize the current equipment to ensure each probe is properly tested and good product moves forward in the process, and procedural enhancements to current process along with operator training. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Root cause updated to manufacturing related event. The manufacturer internal reference number is: (B)(4).